Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. Additional information is not yet available for this event. The device is returned but the device evaluation is anticipated but not yet completed. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event by the customer, during an unknown procedure the teflon pad of the device peeled and broke off into a couple of pieces which fell into the patient abdomen. The broken pieces were retrieved from the patient and the abdomen irrigated. There is no harm or adverse impact to the patient. The procedure was completed with another similar device with no further issues.

Manufacturer narrative:
The returned device has been evaluated. This supplemental report is being submitted to provide this information. Correction being made to UDI value. Please see the updates in sections: d4, g3, g6, h2, h3, h4, and h10. A visual inspection on the received condition was performed on the device. The ptfe pad (teflon pad) was inspected and found it is separated and missing a portion exposing metal. There is some tissue build up and char. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that while performing output while grasping nothing, the distal end of the tissue pad was peeled away, or the peeled tissue pad was falling off because the pad had pulling load greater than its capability. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): " do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation" olympus will continue to monitor the field performance of this device.